Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site with skin overgrowth on the abutment. The patient was prescribed oral antibiotics (type and dosage not reported) to treat infection. The implanted device remains.

Manufacturer narrative:
Per the clinic, the abutment has been removed for healing purposes (date not reported). No injection / invasive procedure was required. The patient received antibiotic treatment (type and date not reported). The patient underwent a surgical procedure for tissue reduction around the implant side on (B)(6) 2013. A new abutment was placed during the same procedure. Correction: the correct catalog number is 93336; not 93332 as previously reported. This report is filed december 3, 2013.